Event description:
Caller states that he obtained a result of 280mg/dl and 76mg/dl within 10 minutes on the same device, 76mg/dl and 260mg/dl within 10 minutes on the same device, and 260mg/dl and 80mg/dl within 10 minutes on the same deviced. No adverse event reported and no treatment received. No strip information was provided and no quality controls were used. Requested return of suspect device and replacement was sent.